Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: nicu colleagues have reported leaking filters.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of leaking filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz9273 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that an unspecified number of maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: nicu colleagues have reported leaking filters.